Event description:
It was reported that the patient presented for system extraction due to pocket infection and wound dehiscence. It was noted that the patient had been picking at the infection site, and the scabbed areas appeared to have redness, with a small opening at the incision site. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead, and the left ventricular lead, was explanted. The patient was in a stable condition.

Manufacturer narrative:
The device was returned. The interrogation results were normal, the visual screen was acceptable, and device image download successful or attempted. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.